Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 18 device was evaluated in the field and the issue was confirmed; 8 devices had a broken/damaged component, 9 devices had a bent/deformed component, and 1 device had a missing component. The devices were repaired and returned. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 18 malfunction events, where it was reported there was accessible ac current.  There was no patient involvement.